Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 256 mg/dl. The customer stated that he was in the hospital for 24 hours and noticed that the pump was dead and gave a battery out limit alarm. The customer stated that they have been hospitalized about 4 or 5 times with diabetes being the side issue. The customer stated that he had symptoms such as blood transfusion, super diarrhea and dehydration. The customer was unable to finish troubleshooting.